Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
"It was reported by customer that during infusions of decadron through the syringe pump the pressure will building up in the line making it very difficult to move the plunger. Customer is currently using a baxter anti-siphon valve anesthesia set reference number (B)(4) as well as an unapproved monoject 3 ml syringe and selecting bd 3 ml syringe. Education provided on using an unapproved syringe and a high-pressure valve on the syringe pump. Based on this feedback, customer reports they are changing the tubing to a set without a high pressure valve and to a bd syringe. This was reported to bd representatives during their site visit. There was patient involvement but no harm."

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an plunger issue was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
"It was reported by customer that during infusions of decadron through the syringe pump the pressure will building up in the line making it very difficult to move the plunger. Customer is currently using a baxter anti-siphon valve anesthesia set reference number (B)(4) as well as an unapproved monoject 3 ml syringe and selecting bd 3 ml syringe. Education provided on using an unapproved syringe and a high-pressure valve on the syringe pump. Based on this feedback, customer reports they are changing the tubing to a set without a high-pressure valve and to a bd syringe. This was reported to bd representatives during their site visit. There was patient involvement but no harm."